Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). The wrong table offset may be approved and then applied for several fractions. This may cause a dose to wrong location and thus may potentially result in a serious injury. Probability: d (occasionally). The issue may happen during an allowed workflow. There is a chance, that the user recognize the wrong offset and take corrective actions, but it may also occur, that the user does not recognize the deviation. There are currently only few configurations installed, that could use incremental loading. No other products are affected. Root cause: when incremental loading triggers whole patient load, due to software error there are duplicate entry for image created in data model (from one of the intermediate images in the version chain). Application loads this intermediate image instead of the latest one and incorrect offset is shown. A final corrective action decision and subsequent action is pending further investigation. This event is not associated with any specific device.

Event description:
A potential product issue has been identified internally during testing with our artiste accelerator and its associated component rtt syngo software. In the abundance of caution this issue is being reported. There has been no mistreatment, injury or adverse event reported. When using incremental loading of patient data it may occur that incorrect patient offsets are shown (applied) after incremental loading of patient. This issue has been found to be reproducible. When a patient has at least one old session in the database and when a subsequent delivery is triggered, the previous sessions may not be loaded into the database. As a result there is a potential for mistreatment.